Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was displaying service codes and was unable to communicate with a belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The communication errors due to the broken wires caused the service code 107 (multiple abnormal shutdowns). The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing a service code 107 (multiple abnormal shutdowns).